Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when the ac power was connected the ac available led only intermittently illuminates with ac inlet cable manipulation. It was found that the ac inlet module ground pin and ac neutral pin are broken away from system board at the solder point. The ac inlet module was also found to be partially separated from the system board. The observed defects can cause the loss of device power if the battery becomes fully depleted.

Event description:
Customer reported "machine randomly turns off but will turn back on". No known impact or consequence to patient.